Event description:
The initial reporter alleged discrepant reactive results for one patient sample tested with the hiv duo elecsys e2g 300 v2 assay on the cobas pure e 402 analytical unit. On (B)(6) 2023, the patient sample was tested using the elecsys hiv duo assay and generated a reactive result of 3.86 coi (hivag 3.86 coi and ahiv 0.0479 coi). A re-run of the same sample on the same day produced a reactive result of 3.72 coi (hivag 3.72 coi and ahiv 0.0449 coi). Subsequent testing with a western blot assay yielded a negative result.

Manufacturer narrative:
The reported event occurred on a cobas e 402 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv duo assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. The customer's initial reactive results for hivag were confirmed during internal testing. However, subsequent testing with the elecsys hiv ag confirmatory test yielded a negative result, indicating a false reactive result for hivag in the elecsys hiv duo assay. The root cause was attributed to a sample-specific discrepancy, as single false reactive results may occur with this assay. The device remains in operation at the customer site.